Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128, lot: va2vltk; product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel disfunction. It was reported that since june they had noticed that at least 6 times when they moved from sitting to laying down in bed the interstim neurostimulator moved so that it was perpendicular to their butt bone and stuck out. The patient said that when this happened they immediately sit up because it was a weird feeling and the minute they sit up the neurostimulator would pop back to the correct position. The patient said this also had happened when the patient transitions from a sitting to lying down positions on the floor when going to practice yoga. The patient said they were scheduled to have an x-ray of the area tomorrow as their managing healthcare provider (hcp) was concerned the neurostimulator may be flipping and the wire could be twisting. The patient said that the neurostimulator was placed in their right buttock. The patient was redirected to their healthcare provider to further address the issue.